Event description:
Caller reported a malfunction alarm indicated by cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, successfully resolving the issue, and the customer was able to start a new sensor session without encountering the error again.